Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/31/2017. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4). Attempts are being made to obtain the additional information. To date no response has been provided. What is the relationship of the broken ctx needle and the intraoperative hemorrhage? What was the source of the bleeding? Do you believe the needle was the cause of the blood loss? If yes, please explain what was performed to treat the patient blood loss of 1200 cc? Was there any change in the patient post operative course due to the broken needle? Was there any change in the patient post operative course due to the 1200 cc blood loss? What is the current condition of the patient?f further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017 and the suture was used interrupted to close the subcutaneous tissue. During the procedure, on the right corner of the incision the needle broke and intraoperative hemorrhage and estimated blood loss of 1200cc occurred secondary to broken needle that was difficult to locate. The needle fragment was eventually located in uterus by palpation and removed in its entirety. Additional information has been requested.

Manufacturer narrative:
Additional information: additional information was requested and the following was obtained: pre-op diagnosis: cesarean section. Maternal condition(s): chronic hypertension, fibroid uterus, hx myomectomy x2, hx dvt , ama, allergy to augmentin, sulfa. Post-procedure diagnosis: same as above; intraoperative hemorrhage secondary to broken chromic ctx needle that was difficult to locate. Type of anesthesia: epidural. Procedure performed: primary low transverse cesarean section via pfannenstiel incision. Estimated blood loss: 1200cc. Comments: the patient was taken to the operating room where epidural anesthesia was found to be adequate. She was then prepped and draped in the usual sterile fashion. A pfannenstiel incision was then made with the scalpel and carried through to the underlying fascia with the bovie. The fascia was incised in the midline and the incision extended laterally with blunt dissection. The superior aspect of the fascial incision was then grasped with the kocher clamps, elevated, and the underlying rectus muscles dissected off bluntly. Attention was then turned to the inferior aspect of the incision which, in a similar fashion, was grasped, tented up with the kocher clamps, and the rectus muscle dissected off bluntly. The rectus muscles were then separated in the midline, and the peritoneum identified and bluntly entered. The peritoneal incision was then extended superiorly and inferiorly with good visualization of the bladder. The alexis retractor was placed to obtain visualization of the lower uterine segment. The bladder blade was then inserted and the vesicouterine peritoneum identified, grasped with the pick-ups and entered sharply with the metzenbaum scissors. This incision was then extended laterally and the bladder flap created digitally. The bladder blade was then reinserted to protected the bladder. The lower uterine segment was incised in a transverse fashion with the scalpel. The uterine incision was then extended laterally and superiorly with blunt dissection. The bladder blade was removed and the infant's head was delivered atraumatically. The nose and mouth were suctioned, and the cord was clamped and cut. The infant was handed off to the waiting pediatricians. The placenta was then removed manually; the uterus could not be exteriorized, due to large right fundal fibroid. The uterus was cleared of all clots and debris using the banjo curette. The uterine incision was repaired with 0 vicryl in a running, locked fashion. On the right corner of the incision the chromic ctx needle broke. It took approximately 15 minutes to locate the needle fragment which was eventually located by palpation and removed in its entirety. A second layer of the same suture was used to imbricate the uterus and excellent hemostasis was achieved. The hysterotomy was noted to be hemostatic. The peritoneum was closed using 2-0 vicryl. The fascia was reapproximated with 0 vicryl in a running fashion. The subcutaneous tissue was closed using interrupted stitches of 2-0 plain gut. The skin was closed using 4-0 monocryl. The patient tolerated the procedure well. Sponge, lap, and needle counts were correct x2. The patient was taken to the recovery room in stable condition. Findings: large approximately 16 cm fibroid on the right uterine fundus. Could not visualize tubes or ovaries because the uterus could not be exteriorized. Patient was discharged home on (B)(6) 2017.